Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, opening crack, and an opening. A leak test was performed and found an opening on the anterior and an opening crack on the diaphragm valve. A microscopic analysis was performed which identified an opening crack on the diaphragm valve due to a cracked valve seat diaphragm valve and a striated edge opening on the anterior side due to surgical damage, consistent in the use of some surgical tool.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.